Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report. The information provided in b2 was incorrect with the initial report.

Event description:
It was reported via phone call by customer's daughter that the customer was not hospitalized. The customer has dementia and attempts to use the insulin pump despite the health care provider advising the customer is not able to use the pump anymore. The daughter has taken the pump away from the customer, told him that the nursing hospital had taken the pump. The customer had called stating he experienced a hospital event in which the hospital staff lost his pump, but this event did not occur. Customer is currently in a nursing facility.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was recently transported by paramedics, then hospitalized with a blood glucose level of 802 mg/dl. Customer stated that the hospital staff threw his insulin pump away. Blood glucose level at the time of the call was 536 mg/dl. The insulin pump was not replaced or returned for analysis.